Manufacturer narrative:
Product analysis #(B)(4) :analysis information -- (B)(6) 2025 12:11:45 cst pli# 10 product ID#: 8637-40 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Visual inspection identified some slight damage to the septum with no leaking seen during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and patient via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. It was reported that there was large discrepancies in volume at refill appointments than what was expected (unknown exact details on volume) reported by patient and provider. No environmental external or patient factors contributed to this issue. The patient was having discrepancies in pump volume at refill appointments that were progressively getting larger. The last pump refill appointment was a 9ml difference than expected volume. The hcp opted to switch out the pump. Patient had successful dye study prior to replacement. Replacement occurred and pump aspirated successfully. No noticeable issues noted to pump or catheter. The issue resolved at the time of this report.